Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had many no delivery alarms and found a vaseline type substance on the reservoirs and other parts of the package. Customer's blood glucose level was 300 mg/dl and 384 mg/dl. Customer stated that they got one motor error on the reservoir with the vaseline substance. Customer was troubleshooting and documenting. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed a visual inspection using dop114-811doc appendix f; and found snap-cap, septum and transfer guard missing from reservoir. Unable to pre-fill. Also performed a visual inspection using appendix f; and found fluid mentioned by customer is the silicone applied during manufacturing. Evaluated 1 open/used reservoir. Performed a visual inspection using dop114-811doc appendix f; and found fluid mentioned by customer is the silicone applied during manufacturing. Also inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per as follows: reservoir filled with diluent and connected to a new infusion set, installed reservoir & connector into a paradigm pump. Performed a manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.